Manufacturer narrative:
Analysis confirmed the reported event. During testing, damage to one of the charging components within the high voltage circuitry was observed.

Event description:
It was reported that the patient presented for routine follow-up. During a manual capacitor maintenance check, a loud crack/popping sound was heard, followed by a slower intermittent crackling sound. The capacitor ma intenance timed out and alert for charge time limit reached was observed. Therapy was disabled. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.